Manufacturer narrative:
(B)(4). (B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was implanted within the pancreatic duct of a patient during a stent placement procedure performed on (B)(6) 2015, as part of the e7089 short term (B)(6) study. Reportedly, the patient's anatomy was normal and the stent was implanted in the pancreatic duct in a satisfactory manner. The advanix pancreatic stent was intended to be placed inside the patient for 4 to 8 weeks. According to the complaint, on (B)(6) 2015, the patient had a 48 hour follow-up, and there were no issues reported. On (B)(6) 2015, during the patient's 1-6 week follow-up, there were also no issues reported. However, on (B)(6) 2015, the advanix pancreatic stent was noted to have a complete distal migration from the pancreatic duct. A re-intervention was done on (B)(6) 2015, and a non-bsc pancreatic plastic stent (manufacturer unknown) was placed.